Event description:
Paramedic used a j&j protectiv plus angiocath to start an IV on a pt. While preparing to dispose of the catheter, the protective shield came off and the paramedic sustained a needle stick.